Event description:
A report was rec'd from the USA stating that the device had a broken neuro tip. It is unknown if the device was used during surgery. It is also unknown if there was patient injury or medical intervention. No add'l info was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).